Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were passed out and had high blood due to that they were in the emergency room for 36 hours. The customer's blood glucose level at the time of the incident was unknown. Customer had been using an insulin pump system within 48 hours of reported high blood glucose event. The customer did not use the sensor. The customer stated that the insulin pump ring that holds the reservoir broken and loose. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.